Event description:
Patient was revised to address poly wear, osteolysis, and loosening of the cup, resulting in dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Lot information was not provided for the associated cup. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action is not indicated.